Event description:
A customer reported that the insulin gauge on their device was displaying a different amount than expected, with the current fill estimate showing 0 units instead of the expected 250 units. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer completed the cartridge loading process but may have introduced air into the cartridge by injecting it back instead of into the insulin vial. Technical support guided the caller through filling and loading a new cartridge, and the customer decided to monitor the situation and follow up if necessary.